Manufacturer narrative:
Patient information unavailable from site. Unique device identifier (UDI) is unavailable. The position sensor unit (psu) was returned to the manufacturer for analysis. Functional testing determined that the returned psu powered up without the amber fault light on. A check of the event log showed an intermittent low battery voltage message. The psu also failed an accuracy test (aak) at .43 mm with a passing threshold of .35 mm. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that while using a clinical use machine (demo machine) in a spinal fusion procedure, the frame and the probe had recognition failure. When observing the position sensor unit (psu), the orange led light flashed. The issue was resolved after rebooting. The product was used without further issue. Replacement of psu/scu was scheduled. There was no delay to the case and no patient impact correlated.